Event description:
It was reported that during an implant procedure, the leadless pacemaker's helix was sprung. The device was not used, and a new one was implanted. There were no patient consequences.